Event description:
Per the surgeon's report, the facial nerve was exposed during the cochlear implant surgery. The pt reported intense tinnitus, facial paresis, and facial nerve stimulation after surgery. The results of two integrity tests (dates not reported) reportedly were consistent with normal device function. Reprogramming the pt's sound processor did not alleviate the problems. Interpretation of a CT scan (date not reported) by the surgeon was not made available. In 2008, the pt reported pain with cochlear implant use and discontinued use of the device. Explantation/reimplantation surgery is planned for 2008 or 2009. Follow up info has been requested.

Manufacturer narrative:
This report was filed december 23, 2008.